Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment in the intensive care unit with two (2) prismaflex m150 sets, a fluid leak was observed at the valve. The treatment was discontinued and a new set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.